Manufacturer narrative:
Device was received with missing retainer, missing reservoir tube o-ring, cracked select button keypad overlay, stained keypad overlay, stained and faded serial number label, stained end cap address label, scratched case, and pillowing keypad overlay. A test p-cap and reservoir was installed and did not lock in place due to missing retainer. Device passed the rewind test, prime or seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test, occlusion test, and delivery accuracy test due to missing retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Software version 4.11j. Retainer ring is clear (missing). Customer reported hospitalization due to high blood glucose on april 1, 2021. Customer alleges that device retainer ring has fallen off. No device allegations for hospitalization. The device was received with missing retainer, missing reservoir tube o-ring, cracked select button keypad overlay, stained keypad overlay, stained and faded serial number label, stained end cap address label, scratched case, and pillowing keypad overlay. A test p-cap and reservoir was installed and did not lock in place due to missing retainer. The device passed the rewind test, prime or seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test, occlusion test, and delivery accuracy test due to missing retainer. History or trace downloads and upload to carelink not applicable. Customer alleges device retainer ring had fallen off. Damage (physical or cosmetic) to the retainer ring is confirmed. Reservoir unable to lock into place is confirmed. Analysis identified product does not meet specification. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear (missing). Customer reported hospitalization due to high bgs on (B)(6) 2021. Customer alleges that pump retainer ring has fallen off. No pump allegations for hospitalization. The pump was received with missing retainer, missing reservoir tube o-ring, cracked select button keypad overlay, stained keypad overlay, stained and faded serial number label, stained end cap address label, scratched case, and pillowing keypad overlay. A test p-cap and reservoir was installed and did not lock in place due to missing retainer. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test, occlusion test, and dat test due to missing retainer. History/trace downloads and upload to carelink not applicable. Customer alleges pump retainer ring had fallen off. Damage (physical or cosmetic) to the retainer ring is confirmed. Reservoir unable to lock into place is confirmed. Analysis indentified product does not meet specification. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer were hospitalized for high blood glucose on (B)(6) 2021. Customer was passed out due to high blood glucose. The customer was treated with manual injection and insulin pump. Customer was using insulin pump system within 48 hours of reported event. Customer stated the auto mode feature was active at the time of event. Customer stated that the retainer ring was came off. The customer stated that the reservoir does not lock into place. Customer stated that insulin pump was not dropped or bumped. The insulin pump will not be returned for analysis. Frn-unk-rsvr,unomed inf set.